Manufacturer narrative:
A request for additional information has been initiated. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the patient fell due to having low o2 which resulted in a fractured leg. The inogen customer care center representative assigned to this complaint was advised that the unit will not stay powered on and keeps cutting off. The patient has not responded to additional emails and calls requesting more information.